Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "resistance" (physical resistance [plunger]). A purchasing agent reported that a surgeon experienced resistance when attempting to inject the product. There was no patient impact.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The reporter did not provide a lot number or any identification traceable to the manufacturing process. (B)(4) .